Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding / large blood clots") and intervertebral disc degeneration ("degenerative discs") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), dental caries ("tooth decay"), abdominal distension ("bloating"), bacterial vaginosis ("constant bacterial vaginosis"), cyst ("cysts") and fatigue ("fatigue"). On an unknown date, the patient experienced intervertebral disc degeneration (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), bursitis ("bursitis"), sciatica ("sciatica"), arthritis ("arthritis") and arthralgia ("major joint pain"). The patient was treated with surgery (full hysterectomy in (B)(6) 2011). Essure was removed in (B)(6) 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, intervertebral disc degeneration, dyspareunia, dental caries, abdominal distension, bacterial vaginosis, cyst, fatigue, fibromyalgia, bursitis, sciatica, arthritis and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, arthritis, bacterial vaginosis, bursitis, cyst, dental caries, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, intervertebral disc degeneration and sciatica to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils properly placed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding / large blood clots / unusual bleeding") and intervertebral disc degeneration ("degenerative discs") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included depression, anxiety, cervical pap smear abnormal, vulvovaginitis, right lower quadrant pain, yeast infection, herpes simplex type ii, hematuria, abdominal pain, irregular periods, drug seeking behavior, lipase increased, menorrhagia, dysmenorrhea, panic attacks, heart rate high, shakiness, genital herpes, increased urinary frequency, microscopic hematuria, urinary tract infection, urination pain, breast pain, breast feeding problem (maternal), bacterial vaginosis, vaginal discharge, bleeding menstrual heavy, vaginal discharge, vaginal irritation, tonsillectomy, endometriosis and uterine bleeding. Concomitant products included aciclovir since (B)(6) 2011, alprazolam, baclofen, benzodiazepine derivatives, bupropion hydrochloride (bupropion hcl), bupropion hydrochloride (wellbutrin), citalopram from (B)(6) 2010 to (B)(6) 2012, dextromethorphan hydrobromide (hydrobromide dextromethorphan) from (B)(6) 2010 to (B)(6) 2012, drospirenone;ethinylestradiol betadex clathrate (yaz), duloxetine hydrochloride (cymbalta), esomeprazole, gabapentin since (B)(6) 2012, hydrocodone from (B)(6) 2011 to (B)(6) 2018, lubiprostone (amitiza), medroxyprogesterone, medroxyprogesterone acetate, medroxyprogesterone acetate (depoprovera), meloxicam (mobic), meloxicam from july 2013 to (B)(6) 2018, metronidazole (metrogel vaginal), metronidazole since (B)(6) 2011, omeprazole from (B)(6) 2012 to (B)(6) 2012, ondansetron hydrochloride, paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2018, phentermine hydrochloride (adipex-p), rizatriptan benzoate (maxalt mlt) from (B)(6) 2011 to (B)(6) 2011, topiramate from (B)(6) 2012 to (B)(6) 2017, valaciclovir hydrochloride (valacyclovir hcl) since (B)(6) 2011 and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / painful sex"), abdominal distension ("bloating"), arthralgia ("major joint pain / hip pain"), rash ("rashes"), pelvic pain ("pelvic pain female / pelvic region pain"), menstrual disorder ("unusual periods"), ovarian cyst ("ovarian cysts") and back pain ("back pain"). In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dental caries ("dental issues:tooth decay"), bacterial vaginosis ("constant bacterial vaginosis"), cyst ("cysts") and fatigue ("fatigue"). On an unknown date, the patient experienced intervertebral disc degeneration (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), bursitis ("bursitis"), sciatica ("sciatica"), arthritis ("arthritis") and migraine ("migraines"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, intervertebral disc degeneration, abdominal distension, bacterial vaginosis, cyst, fatigue, fibromyalgia, bursitis, sciatica, arthritis, arthralgia, rash, pelvic pain, back pain and migraine outcome was unknown and the genital haemorrhage, dyspareunia, dental caries, menstrual disorder and ovarian cyst had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, arthritis, back pain, bacterial vaginosis, bursitis, cyst, dental caries, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, intervertebral disc degeneration, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash and sciatica to be related to essure. The reporter commented: discrepancy in insertion and removal dates. Previously reported: (B)(6) 2008 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils properly placed. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, ovarian cyst, genital haemorrhage, dyspareunia, arthralgia, back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- rashes, pelvic pain, unusual periods, ovarian cysts, back pain, migraines, did not undergo confirmation test. Medical history, concomitant drug, reporter information, aka name were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), genital haemorrhage ('heavy bleeding / large blood clots / unusual bleeding') and intervertebral disc degeneration ('degenerative discs') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included depression, anxiety, cervical pap smear abnormal, vulvovaginitis, right lower quadrant pain, yeast infection, herpes simplex type ii, hematuria, abdominal pain, irregular periods, drug seeking behavior, lipase increased, menorrhagia, dysmenorrhea, panic attacks, heart rate high, shakiness, genital herpes, increased urinary frequency, microscopic hematuria, urinary tract infection, urination pain, breast pain, breast feeding problem (maternal), bacterial vaginosis, vaginal discharge, bleeding menstrual heavy, vaginal discharge, vaginal irritation, tonsillectomy, endometriosis and uterine bleeding. Concomitant products included aciclovir since (B)(6)2011, alprazolam, baclofen, benzodiazepine derivatives, bupropion hydrochloride (bupropion hcl), bupropion hydrochloride (wellbutrin), citalopram from (B)(6)2010 to (B)(6)2012, dextromethorphan hydrobromide (hydrobromide dextromethorphan) from (B)(6)2010 to (B)(6)2012, drospirenone;ethinylestradiol betadex clathrate (yaz), duloxetine hydrochloride (cymbalta), esomeprazole, gabapentin since (B)(6)2012, hydrocodone from (B)(6)2011 to (B)(6)2018, lubiprostone (amitiza), medroxyprogesterone, medroxyprogesterone acetate, medroxyprogesterone acetate (depoprovera), meloxicam (mobic), meloxicam from (B)(6)2013 to (B)(6)2018, metronidazole (metrogel vaginal), metronidazole since (B)(6)2011, omeprazole from (B)(6)2012 to (B)(6)2012, ondansetron hydrochloride (zofran), paracetamol (acetaminophen) from (B)(6)2011 to (B)(6)2018, phentermine hydrochloride (adipex-p), rizatriptan benzoate (maxalt mlt) from (B)(6)2011 to (B)(6)2011, topiramate from (B)(6)2012 to (B)(6)2017, valaciclovir hydrochloride (valacyclovir hcl) since (B)(6)2011 and zolpidem tartrate (ambien). On (B)(6)2007, the patient had essure inserted. In (B)(6)2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse / painful sex"), abdominal distension ("bloating"), arthralgia ("major joint pain / hip pain"), rash ("rashes"), pelvic pain ("pelvic pain female / pelvic region pain"), menstrual disorder ("unusual periods"), ovarian cyst ("ovarian cysts") and back pain ("back pain"). In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dental caries ("dental issues:tooth decay"), bacterial vaginosis ("constant bacterial vaginosis"), cyst ("cysts") and fatigue ("fatigue"). On an unknown date, the patient experienced intervertebral disc degeneration (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), bursitis ("bursitis"), sciatica ("sciatica"), arthritis ("arthritis") and migraine ("migraines"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the abdominal pain lower, intervertebral disc degeneration, abdominal distension, bacterial vaginosis, cyst, fatigue, fibromyalgia, bursitis, sciatica, arthritis, arthralgia, rash, pelvic pain, back pain and migraine outcome was unknown and the genital haemorrhage, dyspareunia, dental caries, menstrual disorder and ovarian cyst had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, arthritis, back pain, bacterial vaginosis, bursitis, cyst, dental caries, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, intervertebral disc degeneration, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash and sciatica to be related to essure. The reporter commented: discrepancy in insertion and removal dates. Previously reported: (B)(6)2008 and (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils properly placed. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, ovarian cyst, genital haemorrhage, dyspareunia, arthralgia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/chronic pain') and intervertebral disc degeneration ('degenerative discs') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included depression, anxiety, cervical pap smear abnormal, vulvovaginitis, right lower quadrant pain, yeast infection, herpes simplex type ii, hematuria, abdominal pain, irregular periods, drug seeking behavior, lipase increased, menorrhagia, dysmenorrhea, panic attacks, heart rate high, shakiness, genital herpes, increased urinary frequency, microscopic hematuria, urinary tract infection, urination pain, breast pain, breast feeding problem (maternal), bacterial vaginosis, vaginal discharge, bleeding menstrual heavy, vaginal discharge, vaginal irritation, tonsillectomy, endometriosis and uterine bleeding. Concomitant products included aciclovir since (B)(6) 2011, alprazolam, baclofen, benzodiazepine derivatives, bupropion hydrochloride (bupropion hcl), bupropion hydrochloride (wellbutrin), citalopram from (B)(6) 2010 to (B)(6) 2012, dextromethorphan hydrobromide (hydrobromide dextromethorphan) from (B)(6) 2010 to (B)(6) 2012, drospirenone;ethinylestradiol betadex clathrate (yaz), duloxetine hydrochloride (cymbalta), esomeprazole, gabapentin since (B)(6) 2012, hydrocodone from (B)(6) 2011 to (B)(6) 2018, lubiprostone (amitiza), medroxyprogesterone, medroxyprogesterone acetate, medroxyprogesterone acetate (depoprovera), meloxicam (mobic), meloxicam from (B)(6) 2013 to (B)(6) 2018, metronidazole (metrogel vaginal), metronidazole since (B)(6) 2011, omeprazole from (B)(6) 2012 to (B)(6) 2012, ondansetron hydrochloride (zofran), paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2018, phentermine hydrochloride (adipex-p), rizatriptan benzoate (maxalt mlt) from (B)(6) 2011 to (B)(6) 2011, topiramate from (B)(6) 2012 to (B)(6) 2017, valaciclovir hydrochloride (valacyclovir hcl) since (B)(6) 2011 and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("heavy bleeding / large blood clots / unusual bleeding"), dyspareunia ("painful intercourse / painful sex"), abdominal distension ("bloating"), arthralgia ("major joint pain / hip pain"), rash ("rashes"), pelvic pain ("pelvic pain female / pelvic region pain"), menstrual disorder ("unusual periods"), ovarian cyst ("ovarian cysts") and back pain ("back pain"). In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dental caries ("dental issues:tooth decay"), vaginosis bacterial ("constant bacterial vaginosis"), cyst ("cysts") and fatigue ("fatigue"). On an unknown date, the patient experienced intervertebral disc degeneration (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), bursitis ("bursitis"), sciatica ("sciatica"), arthritis ("arthritis"), migraine ("migraines"), menometrorrhagia ("period that lasted for 4 months"), bacterial vaginosis ("bacterial vaginosis"), inflammation ("inflammation"), allergy to metals ("nickel allergy") and uterine enlargement ("utreus swelling two times its normal size") and was found to have fibroadenoma of breast ("breast adenoma"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, intervertebral disc degeneration, abdominal distension, vaginosis bacterial, cyst, fatigue, fibromyalgia, bursitis, sciatica, arthritis, arthralgia, rash, pelvic pain, back pain, migraine, menometrorrhagia, bacterial vaginosis, inflammation, fibroadenoma of breast, allergy to metals and uterine enlargement outcome was unknown and the genital haemorrhage, dyspareunia, dental caries, menstrual disorder and ovarian cyst had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, arthritis, back pain, bursitis, cyst, dental caries, dyspareunia, fatigue, fibroadenoma of breast, fibromyalgia, genital haemorrhage, inflammation, intervertebral disc degeneration, menometrorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash, sciatica, uterine enlargement, vaginosis bacterial and bacterial vaginosis to be related to essure. The reporter commented: discrepancy in insertion and removal dates. Previously reported: (B)(6) 2008 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils properly placed. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, ovarian cyst, genital haemorrhage, dyspareunia, arthralgia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events" inflammation, bacterial vaginosis, menometrorrhagia, fibroadenoma of breast, nickel allergy, and uterine enlargement¿ were added. Reporter was added. Previously reported event" genital bleeding" seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/chronic pain') and intervertebral disc degeneration ('degenerative discs') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included depression, anxiety, cervical pap smear abnormal, vulvovaginitis, right lower quadrant pain, yeast infection, herpes simplex type ii, hematuria, abdominal pain, irregular periods, drug seeking behavior, lipase increased, menorrhagia, dysmenorrhea, panic attacks, heart rate high, shakiness, genital herpes, increased urinary frequency, microscopic hematuria, urinary tract infection, urination pain, breast pain, breast feeding problem (maternal), bacterial vaginosis, vaginal discharge, bleeding menstrual heavy, vaginal discharge, vaginal irritation, tonsillectomy, endometriosis and uterine bleeding. Concomitant products included aciclovir since (B)(6) 2011, alprazolam, baclofen, benzodiazepine derivatives, bupropion hydrochloride (bupropion hcl), bupropion hydrochloride (wellbutrin), citalopram from (B)(6) 2010 to (B)(6) 2012, dextromethorphan hydrobromide (hydrobromide dextromethorphan) from (B)(6) 2010 to (B)(6) 2012, drospirenone;ethinylestradiol betadex clathrate (yaz), duloxetine hydrochloride (cymbalta), esomeprazole, gabapentin since (B)(6) 2012, hydrocodone from (B)(6) 2011 to (B)(6) 2018, lubiprostone (amitiza), medroxyprogesterone, medroxyprogesterone acetate, medroxyprogesterone acetate (depoprovera), meloxicam (mobic), meloxicam from (B)(6) 2013 to (B)(6) 2018, metronidazole (metrogel vaginal), metronidazole since (B)(6) 2011, omeprazole from (B)(6) 2012 to (B)(6) 2012, ondansetron hydrochloride (zofran), paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2018, phentermine hydrochloride (adipex-p), rizatriptan benzoate (maxalt mlt) from (B)(6) 2011 to (B)(6) 2011, topiramate from (B)(6) 2012 to (B)(6) 2017, valaciclovir hydrochloride (valacyclovir hcl) since (B)(6) 2011 and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("heavy bleeding / large blood clots / unusual bleeding"), dyspareunia ("painful intercourse / painful sex"), abdominal distension ("bloating"), arthralgia ("major joint pain / hip pain"), rash ("rashes"), pelvic pain ("pelvic pain female / pelvic region pain"), menstrual disorder ("unusual periods"), ovarian cyst ("ovarian cysts") and back pain ("back pain"). In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dental caries ("dental issues:tooth decay"), vaginosis bacterial ("constant bacterial vaginosis"), cyst ("cysts") and fatigue ("fatigue"). On an unknown date, the patient experienced intervertebral disc degeneration (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), bursitis ("bursitis"), sciatica ("sciatica"), arthritis ("arthritis"), migraine ("migraines"), menometrorrhagia ("period that lasted for 4 months"), bacterial vaginosis ("bacterial vaginosis"), inflammation ("inflammation"), allergy to metals ("nickel allergy") and uterine enlargement ("utreus swelling two times its normal size") and was found to have fibroadenoma of breast ("breast adenoma"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, intervertebral disc degeneration, abdominal distension, vaginosis bacterial, cyst, fatigue, fibromyalgia, bursitis, sciatica, arthritis, arthralgia, rash, pelvic pain, back pain, migraine, menometrorrhagia, bacterial vaginosis, inflammation, fibroadenoma of breast, allergy to metals and uterine enlargement outcome was unknown and the genital haemorrhage, dyspareunia, dental caries, menstrual disorder and ovarian cyst had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, arthritis, back pain, bursitis, cyst, dental caries, dyspareunia, fatigue, fibroadenoma of breast, fibromyalgia, genital haemorrhage, inflammation, intervertebral disc degeneration, menometrorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash, sciatica, uterine enlargement, vaginosis bacterial and bacterial vaginosis to be related to essure. The reporter commented: discrepancy in insertion and removal dates. Previously reported: (B)(6) 2008 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils properly placed. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, ovarian cyst, genital haemorrhage, dyspareunia, arthralgia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.